Event description:
The customer's pump shut down unexpectedly. When turned back on, the pump displayed a "restart" message and made an unfamiliar sound. The message could not be cleared and then the pump shut off again. The battery gauge was at 20% prior to the event. The issue impacted the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval, however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.